Event description:
Heater alarm on ventilator was sounding, when nurse entered room to check vent, a very strong odor of what smelled like burning wire was noted. Ventilator screen was dark. Ventilator continued to deliver volume and pt saturation maintained. Pt was removed from event and placed on different unit. There was no harm to the pt. A rep form covidien has been on site ((B)(4) 2014) and repaired vent and returned unit to service. Service request number is (B)(4).